Event description:
Caller reports electrical contacts of this inform meter are burned. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.